Manufacturer narrative:
The lens was returned in a plastic bag. Viscoelastic and possible biological material are dried on the lens. The lens does not appear "cloudy". The lens was cleaned with lphse. The haptics have a "t" weld. Power and resolution were evaluated. The power and resolution were acceptable for a 23.5 diopter lens. Edge damage was observed which may have occurred during the lens removal. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported "iol cloudy" could not be determined. No problems were found with the returned lens. The lens does not appear "cloudy". The lens had solution and what appeared to be possible biological material dried/adhered to the optic and haptics. Power and resolution were evaluated. The power and resolution were acceptable for a 23.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, the lens has become cloudy. The lens was removed and replaced over twenty one (21) years later. Additional information has been requested.